Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty main display. The main display was replaced with associate parts to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.